Event description:
"The sensor was inserted into the arm on (B)(6)2023."

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2023. "

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters, scar, drainage, and infection, extended beyond the patch perimeter, which occurred the same day the sensor had been inserted in the arm. Photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed, consistent of an infection of the skin, showing an opened blister and pus dripping out of the affected area. The erythema was covering an area well beyond the patch adhesive. On (B)(6) 2023, the patient was seen at the urgent care and was given the next treatment: doxycycline 100mg,2x a day for 7 days, benadryl 25mg ,4x a day for 7 days, prednisone 7.5mg, 2x a day, cephalexin 500mg, 4x a day. Bactrim 800mg, 2x a day and vancomycin 1.5gms mixed in 500ml of 0.9 sodium chloride given intravenous. At the time of the report the patient stated he was still feeling uncomfortable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.